Manufacturer narrative:
Correction: g2- "health professional" should not have been selected in the initial report. No health professional name was provided in affiliation to the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for defibrillation threshold testing (dft). During the test, it was found that ventricular fibrillation was successfully induced, however the patient's implantable cardioverter defibrillator delivered three inadequate high voltage shocks and could not convert the patient. External defibrillation was need to convert the patient. The patient was stable.